Manufacturer narrative:
One opened knife sample was received by manufacturing. The sample was visually inspected and was found to be conforming. Penetration testing was then performed and also found to be conforming. A review of the related device history records for the reported lot number has been performed. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that one additional complaint has been associated with the reported lot number. The returned sample was found to be conforming, therefore the root cause for a dull blade, as described in the complaint, cannot be determined from this evaluation. As the exact root cause for the customer's report of dull knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife did not cut during surgery. The procedure was completed with no harm to the patient. Additional information has been requested.